Manufacturer narrative:
Device evaluation: one smiths medical cadd legacy plus pump was returned for analysis with a scratched screen. During analysis, the device was tested 3 times for pressure, all 3 tests were out of specification. Service will replace the downstream sensor to correct the reported problem. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that during testing, a smiths medical cadd legacy plus pump failed "psi test (40+)". There was no patient involvement in this event and no adverse effects were reported.